Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the tissue pad melt? Tissue pad still in tack. Did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Active blade broke off. Is the tissue pad completely missing from the clamp arm?- no. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Yes. Did the active blade break off of the device? Yes. Did the broken blade tip or detached tissue pad fall into the patient? Yes but was retrieved . Was the broken blade tip or detached tissue pad retrieved from the patient? Yes. Did this cause a change in the plan of care for the patient? No.

Event description:
It was reported that during a hernia procedure the jaws of the device broke off. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.